Manufacturer narrative:
This event was originally captured in (cmplnt-001956901) and reported in manufacturer report number: 1416980-2015-01733 . The cause of the peritonitis was reported to be due to a breach in aseptic technique (previously reported as a peritonitis of unknown cause). The cause of the breach in aseptic technique was further described as due to the home patient¿s sink not draining properly and backing up, and the home patient washed their hands with the backed up water. The peritonitis was manifested by fever, chills, nausea and vomiting. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was unknown (at the time of the initial report). It was reported the patient was hospitalized the same day as diagnosis of the event. The patient was treated with intravenous vancomycin for three days (dose and frequency not reported) and oral doxycycline daily (dose not reported). The treatment with doxycycline was ongoing after the treatment with vancomycin was discontinued (duration not reported). The patient was discharged three days after admission. The patient was recovered from this peritonitis event. Twenty-four days after the date of peritonitis diagnosis, the patient was retrained on proper aseptic technique. It was not reported if dianeal therapies were ongoing. No additional information is available.